Event description:
Pt came for an eye examination. He had not been seen since 2004. He continued to purchase contacts 2-3 months before this visit. He wears the contacts extended wear, and now has slight neovascularization of the cornea. This is not due to his acuvue advance contacts, but due to the fact that co did not verify the prescription at all since his last visit. This is in direct violation of the fairness to contact lens law. There has been no medical evaluation of his corneas in almost 3 years. Frequency: 1 week. Dates of use: 2004 - 2008. Diagnosis or reason for use: myopia.